Event description:
It was reported that during a percutaneous peripheral intervention procedure a guide wire break occurred. The target lesion was an occlusion located in the mildly tortuous and moderately calcified posterior tibial artery. While advancing a 300cm pt2 guide wire difficulty crossing the lesion was encountered. During the procedure the distal portion of the guide wire broke in the superficial femoral artery (sfa). Upon removal resistance was encountered and it was impossible to remove the guide wire percutaneously. Manual compression of the artery and use of a non bsc compression assist device was performed. The patient was transferred to the operation room for femoral arteriotomy and surgical removal. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).